Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay a false negative result was obtained by the customer. Multiple attempts have been made to obtain additional information, with no response from the customer at this time. (B)(4).

Manufacturer narrative:
Investigation summary this memo is to summarize the investigation results for customer complaints alleging false negatives when using the kit bd veritor for rapid detection of sars-cov-2 (ref# (B)(4)). Bd takes a systematic approach to investigating false negatives complaints that are received. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. The investigation did not find a root cause for the false negative results that you observed. It is recommended that each customer review their workflow carefully to ensure that the package insert is being followed as written. Bd cannot confirm the complaint based on the investigation that was performed because the batch number was not identified. The root cause could not be identified. Bd quality will continue to closely monitor for trends. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay a false negative result was obtained by the customer. Multiple attempts have been made to obtain additional information, with no response from the customer at this time. Eua#: (B)(4)